Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a routine follow-up several vf episodes were recorded without therapies applied and in the coil continuity trend curve the impedance dropped to 200 during few days, then returned to normal values.

Event description:
Reportedly, during a routine follow-up several vf episodes were recorded without therapies applied and in the coil continuity trend curve the impedance dropped to 200 during few days, then returned to normal values. Update on 07 aug 2018. Device has been explanted on (B)(6) 2018 and lead abandoned.

Event description:
Reportedly, during a routine follow-up several vf episodes were recorded without therapies applied and in the coil continuity trend curve the impedance dropped to 200¿ during few days, then returned to normal values. Update on 07 aug 2018. Device has been explanted on (B)(6) 2018 and lead abandoned.

Manufacturer narrative:
Please refer to the attached analysis report.